Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was intact without damage. On testing, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed moisture damage and contamination under the contacts of all the keypad buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: unresponsive keypad buttons with contamination and moisture damage.